Event description:
A charge nurse reported that the cutter did not work during a procedure. A new pack was opened to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has been received but has not yet been evaluated. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).